Event description:
It was reported that during a lap right hemi colectomy procedure, a few staples formed, however the blade did not advance. Another device was used to complete the case. No adverse outcomes were observed for the patient.